Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a broken belt clip rails. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the (primary) event date of 11-sep-2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the (primary) event date 11-sep-2024 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage was confirmed at the belt clip rails of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for bolus delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blood glucose value of 450 mg/dl. The customer reported hyperglycemia, hyperglycemia, elevated ketones/diabetic ketoacidosis, headache, fatigue, nausea, treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, and hospitalization: overnight stay. The event involved product(s) mmt-1884, mmt-386a, mmt-332a. Troubleshooting was identified. The customer was using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue to use the device, mmt-1884 was requested and the customer response was the device will be returned. The customer will continue to use the device, no product return is required for mmt-386a. The customer will continue to use the device, no product return is required for mmt-332a.